Event description:
Surgeon reported, via sales rep, that the nail broke. No further info were given.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.